Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was dislodged from the cartridge prior to use. The customer decided to use the cartridge for insulin deliveries and subsequently experienced elevated blood glucose (bg) levels; past bg levels were not provided, current bg was 364 mg/dl. A supply change was performed and a correction bolus was delivered to address bg.